Event description:
Anesthesia department reported that a j-loop connection became unscrewed and patient's IV fell out. There was leakage around the j-loop connection. Although requested, no additional event or patient information provided by the end user. There was no patient harm and no medical intervention was required.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leakage and IV falling out. The customer stated the set has been discarded and is not available for failure investigation.